Event description:
It was reported that a malfunction occurred after the customer had been in the sea. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer's pump was not resettable, and a replacement pump was arranged by technical support.